Event description:
After 15 months of implantation, this ICD was explanted because of pacing inhibition due to possible noise. This MDR is being filed late because of a clerical error and a preventative action report has been opened to prevent a recurrence.